Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon used a device with seamguard tissue reinforcement when firing the first two staples. Immediately after, he used another device with seamguard tissue reinforcement. After firing, the surgeon pulled the return knobs but the instrument did not open. The surgeon had to firmly pull the instrument out of the pt's cavity, but it still did not open. Another device was used to resect the instrument. This resulted in a smaller gastric reservoir. There was tissue loss and operative time was delayed by 15 mins. The pt has been released from the hospital without further complications.